Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii/IV and generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 525cc mentor memorygel breast implant experienced bilateral capsular contracture baker grade iii/IV, nausea, headaches, diarrhea, back pain, neck pain, a lot of mucus build up, sleeplessness, dizziness, muscle soreness and breast pain on the left side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient has a planned explantation on 1(B)(6) 2021 manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
It was discovered on 9/15/2020, that statement "at the time of this report, mentor has received no information regarding explantation or an expected explantation date." Was errounesly submitted in initial report. Correct statement is "as a result, patient had an explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).